Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise which could be duplicated with isometrics; however, impedance measurements did not fluctuate. It was noted that the patient was symptomatic as a result of the mode switches and pacing at the maximum tracking rate as a result of the noise. A revision procedure was performed and this lead was surgically abandoned and a new ra lead was successfully implanted. No adverse patient effects were reported.